Manufacturer narrative:
N/a.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as itchy on upper body. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed benadryl for the rash. Outcome of the rash is unknown.